Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the evening post cryo cryo ablation procedure, the patient experienced symptoms of being unwell, and vomiting was observed. Thoracotomy was performed, as pleural hemorrhage was suspected. Additionally, bleeding was noted, as there was injury to the artery between the vertebral body and the left atrium. A hemostasis treatment was subsequently performed. It was noted that the patient was reported to be stable after treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information indicated that the patient experienced hypotension.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed a system notice indicating that the safety system detected a compromised outer vacuum (#50032) at applications one, two and three with the catheter. The catheter was not returned for analysis. If information is provided in the future, a supplemental report will be issued.